Event description:
In (B)(6) 2016 the ICU staff noticed that the hand restraints were breaking when used to secure patients from pulling it out endotracheal tubes. The nursing staff called the manufacturer djo and reported the issue with lot numbers at the time without notifying me so that I could report it through medsun. I'm told that the manufacturer sent the ICU department free product replacement and swapped out everything in stock for the new item they received. On (B)(6) 2016 the new replacement restraints were doing it again. "Two times lately a vented patient has broken the restraints and one of them self-extubated but the patient was not harmed. They shred and break very easily." I was given the broken item. They appear to be made of cotton fiber or paper. The numbers provided to me: "hldr limb secure-all" lot 1032455, mf #79-91470.